Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the cap for her lancing device was missing from her new onetouch ultra2 kit. The following complaint was classified based on information obtained from the customer service representative (csr). The patient reportedly discovered the alleged issue on (B)(6) 2014 at 11am. In addition to oral medication (type and dose unspecified), the patient stated she also manages her diabetes with diet and/or exercise. According to the csr¿s documentation, the patient denied taking any action in response to the product issue and two days later the patient reportedly developed symptoms of ¿hot flashes and shaking.¿ the patient, however, denied receiving any form of medical intervention after discovering the product issue. During troubleshooting the csr confirmed the closure seal on the packaging was intact prior to opening. A replacement lancing device was sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue was discovered.